Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of moisture damage, blank display and battery out limit alarm from the insulin pump. The customer's blood glucose was over 400 mg/dl. The customer stated that the pump flashed off and she was not able to see while giving a bolus. The customer changed the battery and received a battery out limit alarm. The customer stated that there is moisture under the screen. The customer was unable to troubleshoot because of moisture damage. The customer will be sent a replacement pump. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on all electronic assemblies. We were unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents measurement due to blank display. We were unable to verify battery out limit alarms or flashing display anomalies due to blank display. A corroded motor home switch was noted. The insulin pump had minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and stained address/serial number label.